Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted for two (2) years and four (4) months, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 23mm bioprosthetic valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a 3300tfx 25mm bioprosthetic aortic valve, implanted for two (2) years and four (4) months, was explanted due to prosthetic valve endocarditis. Patient developed bacteremia and appendicitis a month prior to re-do valve replacement and was treated with antibiotics. Cultures grew step mitis/oralis. Patient once again presented with fevers. Blood cultures have been negative but tee demonstrated vegetations on the prosthetic aortic valve and asymmetrical thickened leaflets and cardiac pet demonstrated uptake consistent with endocarditis. Upon inspection, the 25mm 3300tfx had multiple vegetations on the valve. The explanted device was replaced with a 3300tfx 23mm bioprosthetic valve. The patient was transferred to the cvicu in stable condition. Patient was discharged home on post-operative day six (6).

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined.